Event description:
A Biomedical Technician (BMT) reported to Technical Support that a 2008T machine conductivity was fluctuating. The BMT went to calibrate machine bicarb strokes and stated the pump was filling the burette. The BMT changed the bicarb pump and actuator board. The BMT was instructed to replace the function board and re-calibrate. Upon follow-up, the BMT stated that it was a short electrical issue with the bicarb pump. The BMT was not able to provide more information. No photos were available and no parts were returned for evaluation. The BMT confirmed there was no patient involvement, harm, or adverse events associated with the reported issue. The machine is back in service.

Event description:
A BIOMEDICAL TECHNICIAN (BMT) REPORTED TO TECHNICAL SUPPORT THAT A 2008T MACHINE CONDUCTIVITY WAS FLUCTUATING. THE BMT WENT TO CALIBRATE MACHINE BICARB STROKES AND STATED THE PUMP WAS FILLING THE BURETTE. THE BMT CHANGED THE BICARB PUMP AND ACTUATOR BOARD. THE BMT WAS INSTRUCTED TO REPLACE THE FUNCTION BOARD AND RE-CALIBRATE. UPON FOLLOW-UP, THE BMT STATED THAT IT WAS A SHORT ELECTRICAL ISSUE WITH THE BICARB PUMP. THE BMT WAS NOT ABLE TO PROVIDE MORE INFORMATION. NO PHOTOS WERE AVAILABLE AND NO PARTS WERE RETURNED FOR EVALUATION. THE BMT CONFIRMED THERE WAS NO PATIENT INVOLVEMENT, HARM, OR ADVERSE EVENTS ASSOCIATED WITH THE REPORTED ISSUE. THE MACHINE IS BACK IN SERVICE.

Manufacturer narrative:
PLANT INVESTIGATION: THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a Fresenius Field Service Technician (FST). Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.